Event description:
It was reported that upon interrogation of the device an "invalid data" message occurred related to cardiac compass data, and question marks for the percentage paced information. It was noted that the patient has had recent radiation therapy. The diagnostic data was interpreted and the device remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that upon interrogation of the device an "invalid data" message occurred related to cardiac compass data, and question marks for the percentage paced information. It was noted that the patient has had recent radiation therapy. The diagnostic data was interpreted and the device remains in use. No patient complications have been reported as a result of this event. It was further reported that the same invalid data message occurred again four months later, as well as the question marks in the rate histogram for percent pacing.

Manufacturer narrative:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Save to disk (std) review revealed a diagnostics problem. S2d file _03101524 shows 28 - parity error counts between (B)(4) 2011 and (B)(4) 2011.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
(B)(4).